Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
The customer reports that during a renal procedure, the device was stuck on the kidney. The customer stated that the device was never fired by the surgeon before becoming stuck. The customer stated the 45mm reload had been used in device instead of 60mm reload. The surgeon then clamped and stapled on either side of device and removed device. There was no reported patient consequence.